Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the fowler would not go up or down and the scale would not weigh correctly. No pt involvement or adverse consequences are reported.